Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2006. According to the complainant, post-procedure, the patient presented with unspecified complications. According to the physician's office, one week following the implantation, the patient did not have any problems, only mild soreness due to the procedure. No additional patient complications were reported. All other information is unknown and unavailable.